Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a blood glucose level over 400 mg/dl around lunchtime while using the ilet and subsequently remained high, after which they disconnected from the ilet and administered a manual subcutaneous insulin injection before reconnecting; reports later showed glucose returned to range. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of glucose to target range after user intervention and reconnection. Investigation included review of user reports and troubleshooting with education. Investigation of this case revealed no observed issue with the 23" 6 mm infusion set upon removal and no device malfunction identified, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.